Manufacturer narrative:
(B)(4): the customer reported that an error message was displayed and error code 00008 (defib error - unwanted charge) was entered in the system log. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an error message was displayed and error code 00008 (defib error - unwanted charge) was entered in the system log. There was no report of pt involvement or adverse pt impact.